Event description:
The dealer states that the customer told him back in (B)(6) that the wheel was having an issue, the dealer states that he thought he wasn't using the quick release axle properly. The insert of the camber had came loose and the end user alleges his tire came off a few weeks back. The dealer states the end-user was not injured.